Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12239414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, kidney stones, abdominal pain, lower abdominal pain, dyspareunia, dysmenorrhea and uterine bleeding. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: postop bilateral tubal occlusion. Pregnancy test urine - on (B)(6) 2004: negative. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received. Lot number, reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12239414-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, kidney stones, abdominal pain, lower abdominal pain, dyspareunia, dysmenorrhea and abnormal uterine bleeding. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), urinary tract disorder ("urinary problem") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, vaginal infection, cystitis, bladder disorder, urinary tract infection and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: postop bilateral tubal occlusion. Pregnancy test urine - on (B)(6) 2004: negative. This lot number 12239414 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, abnormal bleeding, bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: previously reported event injury updated to new event pelvic pain. New events added- genital bleeding, psych injury, bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge. Case became serious incident. Removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.